Event description:
Abbott libre 3 plus sensor gave inaccurate readings on multiple occasions before it failed on (B)(6) 2026 giving the error message replace sensor and error codes 4011; er3, 365, p; 4224; 4227. Note, I still have the product now, but I expect that I will be required to return the product to abbott if they approve the replacement.